Event description:
The customer reported folate patient sample dilution recovery imprecision on the access 2 . Neat (undiluted) sample read ovr or greater than the reportable range. The customer obtained 2 independent 1:2 dilutions with variable results within the reportable range after correction for dilution. Results were 20.6 and 11.6 ng/ml. Reference interval is 5.9 to > 24.8 ng/ml. The neat sample was again run with a result of greater than the reportable range, greater than 25.2 ng/ml. The folate results were not reported out of the laboratory. The sample was sent to outside analysis with a result of 17 ng/ml (same approximate normal range as access method). The customer did not report any sample pre-analytical issues.

Manufacturer narrative:
Review of the dx copy to disc data indicates that this is an isolated event as multiple examples of ovr samples with accepted dilution results were generated both prior to and after the reported event. Folate quality control (qc) was acceptable the day of the event. Qc for other assays involved in the reported complaint was also reviewed. Data from (B)(6) show that all cv estimates were within instruction for use requirements. System check data at the time of the field service engineer intervention demonstrates examples of low relative light unit (rlu) and rlu test flag errors consistent with erratic low substrate delivery. In conclusion, the erratic folate response is associated with a malfunction of substrate delivery from the substrate probe.